Event description:
The customer reported that after 4-6 days of patient use, the tube showed a defect in the cuff and could not be used anymore. The cuff would not hold air. The patient required a non-routine re-cannulation and was not injured. The lot number is unknown.

Manufacturer narrative:
The customer report of "floating blue debris in the balloon before use" was not confirmed. The device balloon was aspirated then inflated with 35cc of water. Visually the water inside the balloon is clean and there is no debris floating inside of the balloon. The blue balloon pressure monitoring line was also flushed with water and no blue debris came out of the tubing. Water was introduced through the infusion and pressure lumens and the water flows from where it should. There are no defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. There is no root cause investigation at this time, because the device has no visual or functional defects.

Event description:
It was reported that there was floating blue debris in the balloon before use.

Manufacturer narrative:
Device history record review: a review of the device batch record was performed for raw materials, in process, finished goods and sterilization for the lot number associated with this complaint. There were no non-conformances or CAPA's opened in relation to the nature of this complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product.